Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement. This lv lead was surgically repositioned and was confirmed through xray. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement. This lv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.